Event description:
Patient reported obtaining back-to-back blood glucose results of 196 mg/dl and 98 mg/dl, while using the suspect device. Patient indicated that, based on the value of 196 mg/dl, he avoided eating carbohydrates with dinner. No patient injury was reported and no treatment was received. While on the line with technical support patient performed quality control testing on the suspect device; the level one control solution tested outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.